Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing burning sensation due to the ipg was getting warm while charging. It was also stated that the patient was frequently charging the ipg and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.